Event description:
The manufacturer has been informed of the passing of a patient who was using a dreamstation auto CPAP device. No further details were provided, and there has been no indication that the device played a role in the patient's death. The user's wife has stated that she is unsure of the device's current location and is unable to return it. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.